Event description:
On 9/18/98, the physician was performing a laparoscopic cholecystectomy procedure. The director of surgery reported that the hf cable burned in half during the procedure. The director of surgery reported that sparks shot out of the cable but no pt or customer injury occurred. The physician switched to another hf cable and completed the procedure with no additional problems. During the procedure, the physician was using a bard cautery system 4400, ethicon disposable trocars, a reusable dissector, and an olympus hook electrode model c0032. The bard cautery system 4400 was set on 40 coagulation and 35 cut. The customer stated that these are normal settings for this type of procedure. The bard unit was evaluated by the hosp bio-medical engineer and the customer reported that no problems were found with this unit. The customer indicated that they had purchased the hf cable 6 weeks prior to this occurring. The customer normally uses a cold sterilization process with cidex.